Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. (B)(4).

Event description:
It was reported that the patient underwent surgery for unilateral tlif with posterior fixation. During implant of the posterior rod, the driver slipped during counter torque of the screw. It was reported that the patient may have suffered an injury as a result. It is unknown what complications or subsequent treatment was provided.